Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced chronic pain, dyspareunia, erosion, bleeding, infections and mesh extrusion. The patient also experienced a constant vaginal odor and recurrence of pelvic organ prolapse. All other information is unknown and unavailable.